Event description:
It is reported that the device was implanted in 2002. Revision surgery occurred in 2007, due to osteolysis.

Manufacturer narrative:
Insert shows signs of hyper-extension. It also looks like insert was not fully seated. There is minimal wear on superior or inferior surface. With data supplied, unable to determine definitive cause. As returned, the articular surface exhibits some damage/delamination to the anterior side of the spine of the device. Additionally, the backside of the device exhibits some wear. The device history records for the insert are intact and conforming, indicating the device was mfg to specs. Accurate dimensional analysis could not be performed due to the device being autoclaved. No x-rays were provided with the complaint for review.